Event description:
This was a left heart catheterization (lhc). There was no calcification or scarring, but the patient had a prior catheterization. The procedure was completed as planned until device removal. Following plunger retraction, the device could not be removed. Several attempts were made to remove the device, including depressing/retracting the plunger and manually advancing the actuator without success. The physician then rotated the device and it fractured leaving the distal portion of the device in the artery. An attempt to retrieve the remaining distal portion of device was unsuccessful. The patient was sent for surgical removal of the device. The next day, the patient was seen again for a lhc from the left groin. The access site was visualized in runoff and the repair appeared normal; however, flow to the patient's right anterior tibial artery and peroneal artery appeared occluded possibly due to thrombus. The lhc was normal. The patient recovered without further sequelae and was discharged (B)(6) 2013.

Manufacturer narrative:
Examination of the returned device confirmed that the anchor fractured at the axle holes. Analysis also found the heel slot damaged, heel missing, and actuator cable broken. It is likely these issues occurred when the device fractured. Due to the observed issues, it cannot be confirmed whether the heel was functional. Additionally, it is unknown whether any anatomical factors may have affected functionality of the heel and / or contributed to the inability to remove the device from the body. Analysis also found latchwire/guidewire kinked in multiple locations, integrated needle damaged, and nla bent. The event description does not describe the observed issues; however, they likely occurred during device removal when resistance was encountered. A review of the device history record was performed for this lot and no nonconforming material reports have been initiated that are related to this failure mode. It is known that excessive force can cause the device to break. Per step 8 (precautions) of the IFU, "avoid excessive rotation, bending or kinking of the axera access device during insertion and removal as this may cause damage or affect the performance of the device including obstruction of the needle lumen." Additionally, possible adverse effects of vascular access procedures are listed in the adverse effects section of the product IFU. The IFU provides the appropriate instructions on device usage, warnings and precautions; therefore, no update is required. Based on the analysis completed, there is no evidence to suggest the device was out of specification. The root cause, based on available information, is unknown as it cannot be definitively determined. Additionally, it is unknown whether reported device fracture on the left side is related to observed occlusion on the right side.